Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).

Event description:
A report was received on 05 nov 2025 from a health care professional (hcp) regarding a 47-year-old male patient, with a medical history including end stage renal disease, who stated the patient experienced itching during his first hemodialysis treatment on (B)(6) 2025. Treatment was stopped and the patient was administered saline, and unspecified doses of diphenhydramine (benadryl), and intravenous methylprednisolone (solu-medrol). Additional information was received on 06 nov 2025 from the hcp who stated the patient did not experience any additional symptoms. The patient recovered and has resumed therapy with nxstage.